Event description:
It was reported that started the day prior to the report, one of the sides was not working the way it had been. One of the sides of the patient¿s device was not working the way it had been. The patient tried increasing stimulation and that did not help. The patient had not had any falls or traumas. But she did stretch her neck and felt what felt like a stitch break. The patient could increase the right side to 5 volts and it felt like it was ¿blowing her head off¿ but she could increase the left side to 8 volts and felt nothing. The left side was where the patient needed it. She only had one group. The patient was urgently needed to set up an appointment for reprogramming. The patient was seen in the office on the afternoon of (B)(6). The patient was reprogrammed and amplitudes were increased to recapture effective stimulation on the left side. Impedances were within normal ranges. The patient was pleased with the current stimulation upon conclusion of the appointment.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).